Event description:
Hospital ICU personnel responded to a pt described as in cardiac arrest and, "technically doa". The device was charged to deliver a countershock, but the device would not transfer energy to the pt. A backup defib was called for and used, but the pt was not resuscitated. The reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's asessment of the pt's viability and the immediate availability of a back up defib.